Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the pump (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internalrelease requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate (report #(B)(4)) confirmed that the associated device met all requirements for release. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was hospitalized on (B)(6) 2018 for a minor event. On (B)(6) 2018 patient developed a catastrophic head bleed, subarachnoid hemorrhage as well as slurred speech and was unable to move left side. Computed tomography (CT) showed enlargement of the bleeding with mass effect. Neurology consults and medicine¿s were given. After family conference comfort care measures were adopted and patient died. No autopsy performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that patient had sepsis secondary to driveline infection. On (B)(6) 2018 patient underwent a driveline revision to address driveline infection. Neurosurgery following, repeat computed tomography (CT) brain without significant interval changes. Continuing anticoagulants without bridging. Treating for mrsa bacteremia, preliminary tee without vegetation. Will require at least 6 weeks of intravenous (IV) antibiotics. On (B)(6) 2018 at approximately 7am code stroke was called when friend noted patient having difficulty with speech and not moving one arm. CT showed large right frontoparietal hemorrhagic stroke. Transferred to intensive care unit (ICU). Subsequent international normalized ratio (inr) showed reversal shortly thereafter patient had episode of unresponsiveness. Code blue was called although patient was not hypotensive based on doppler map (pulseless at baseline given lvad). Patient intubated emergently by anesthesia. Jerking movement concerning for possible seizure activity. Repeat CT head was obtained showing marked expansion of parenchymal hematoma with intraventricular extension and subfalcine herniation, as well as midline shift. Per neurosurgery no meaningful surgical intervention available given neurologically devastating hemorrhage. Son decided to make patient do not attempt resuscitation (dnar) with comfort measures, patient was palliatively extubated implantable cardioverter defibrillator (ICD) turned off. Patient expired on (B)(6) 2018.